Manufacturer narrative:
(B)(4). Approximate age of device 5 months.¿ no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that abdomen/pelvis CT without contrast revealed evidence of inflammation around the driveline site without any abscess pockets. Blood cultures remain negative. The patient was admitted in (B)(6) 2017 after driveline cultures grew gram positive cocci/(B)(6). The patient experienced a large amount of yellow and purulent drainage following trauma to the driveline site. Vancomycin was initiated on patient. Upon receiving culture sensitivity, vancomycin was continued for total duration of 4 weeks. The patient continued on doxycycline for suppressive therapy. Throughout 2017, the patient was treated for chronic dl infections with chronic suppressive therapy and oral antibiotics. No additional information was provided.

Manufacturer narrative:
A specific cause for the reported event could not be determined conclusively through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.